Event description:
It was reported that the right ventricular (rv) lead had intermittent loss of capture that was causing pacing pauses. The patient had been admitted to the hospital for reasons other than the pacing system. It was thought that the intermittent loss of capture could be the patient's medical condition like electrolytes off, dialysis and medications. The ventricular capture management will be monitored and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead (B)(6) 2002. (B)(4).